Event description:
It was reported by the vad coordinator that a patient reported batteries were switching. Five batteries and the controller were exchanged after initial review of log files by the customer. Log files were sent to the manufacturer for further review. There were no consequences to the patient. The pump remains implanted. It was reported that the batteries and controller will be returned; however, they have not been received for evaluation as of the date of transmission of this report. This is one of six reports submitted for devices related to the same event.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Five batteries and one controller were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Analysis of the devices revealed that the batteries met specifications; the batteries passed visual inspection and functional testing. Analysis of the devices revealed that the controller met specifications; the controller passed visual inspection and functional testing. The reported event was confirmed via review of the controller log files, which revealed premature power switching before the 25% threshold. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching of screened batteries are most often attributed to a communication error between the controller and battery. The most likely root cause is a communication error between the controller and battery. Heartware has opened an internal investigation to evaluate these types of issues. There are no known clinical or user related factors that could have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of six reports (3007042319-2015-00523, 3007042319-2015-00524, 3007042319-2015-00525, 3007042319-2015-00526, 3007042319-2015-00527 and 3007042319-2015-00528) submitted for devices related to the same event.

Manufacturer narrative:
It was reported that the batteries and controller will be returned; however, they have not been received for evaluation as of the date of transmission of this report. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The company is seeking this information through the event investigation. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. This is one of six reports (3007042319-2015-00523, 3007042319-2015-00524, 3007042319-2015-00525, 3007042319-2015-00526, 3007042319-2015-00527 and 3007042319-2015-00528) submitted for devices related to the same event. Product is in route.